Event description:
Dealer states chair will allegedly while driving come to a stop and has a warm, electronic smell to it. Dealer states that no fault codes are being given off. Chair drives fine right now.